Manufacturer narrative:
(B)(4). The customer reports that after the line was removed, patient's symptoms resolved and no further intervention was needed. Patient received IV antibiotic and was discharged.

Event description:
The customer reports that a chloragard PICC was being threaded through the peel away sheath and into the vessel, when the patient began vomiting. The inserter held the catheter in place to avoid losing the access. It was at about this point that the patient developed a rash/hives on his upper body. When the catheter was removed, the symptoms resolved. Patient did not receive another PICC. After the line was removed, patient's symptoms resolved and no further intervention was needed. Patient received IV antibiotic and was discharged.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record (DHR) review was performed on the catheter including the coating process and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this kit instructs that a clinical assessment of patient must be completed to ensure no contraindications exist (e.g. Allergies) prior to PICC insertion. The PICC patient information booklet provided with the kit gives detailed information on allergic reactions related to the catheter coating material (chlorhexadine). Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that a chloragard PICC was being threaded through the peel away sheath and into the vessel, when the patient began vomiting. The inserter held the catheter in place to avoid losing the access. It was at about this point that the patient developed a rash/hives on his upper body. When the catheter was removed, the symptoms resolved. Patient did not receive another PICC. After the line was removed, patient's symptoms resolved and no further intervention was needed. Patient received IV antibiotic and was discharged.